Event description:
The shunt was implanted in may, 1997 and revised when it was noticed that the flow was not smooth. When revised, the inlet connection tube was found to be broken. Dr left the inlet connector and the ventricular catheter in the ventricle as he could not find them.